Event description:
It is reported that a customer experienced high blood glucose of 437 mg/dl. The customer bolus wizards were turned off because the bolus wizard was not accurate for the customer. The customer did not trouble shoot the issue at the time of the call. The husband who was the caller was advised to take the customer to the hospital to be treated for the high blood glucose. The customer was informed that there could be many reasons for high blood glucose. It is unknown if the husband took the customer to the emergency room that day. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.